Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Customer's blood glucose level was 110 mg/dl. Reportedly, the pump supplies were changed to address the issues and insulin delivery was resumed.